Event description:
It was reported that following CABG surgery, the pt was transfused with platelets due to cytopenia which developed during surgery. Hypotension appeared 25 mins into the transfusion. The transfusion was discontinued and the pt's blood pressure recovered. The transfusion was restarted, hypotension recurred and the transfusion was again discontinued. The pt's blood pressure recovered when the transfusion was stopped. No pt sequelae were reported.